Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported since she had MRI, she did not feel stimulation and also it was taking very long to charge with the 8 boxes. Patient mentioned she had MRI on friday. And she went to 6.7v. Patient noted she started the charge session 1.5 hours ago and still was not fully charged. Patient noted it normally took 30 to 45 mins and now was taking 1.5 hours. A replacement recharger antenna would be sent, recharger antenna was damaged. Patient changed groups and was able to fell stimulation in group b. On (B)(6) 2019, patient called to inquire why package had not arrived yet. No further complication and no symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that to resolve the not feeling stimulation they were sent a new cord for their charger and it was working fine now.